Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was used during a procedure on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the j-tube became clogged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant did not provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - the reported event j-tube is clogged. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.